Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently pressed an extra number when entering carbs in the bolus menu, which resulted in delivering more insulin via bolus than intended. Blood glucose (bg) level was 40 mg/dl. Reportedly, customer collapsed and customer's daughter administered glucagon injections and performed chest compressions. Paramedics transported customer to the emergency room (ER) where dextrose was administered to treat bg. Customer left ER after 3 hours with bg 120 mg/dl and conscious.